Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing resulting in an inappropriate shock. The device was programmed to the secondary vector and the patient was sky diving at the time of the delivered shock. Technical services (ts) reviewed device data and provided troubleshooting options including performing and x-ray to confirm system placement. The r-wave amplitude was also lower during the treated episode compared to baseline. Although the shock impedance was high, there were no out of range measurements recorded. The patient was brought into the clinic and defibrillation threshold (dft) test was performed. The shock impedance was similar to that of induction at implant. This system remains in service and will continue to be monitored. No adverse patient effects were reported.